Event description:
It was reported that the patient underwent a revision procedure to explant the indirect decompression (ID) spacer due to the patients original pain returning. The device lot number could not be obtained due to the explanted device being disposed of by the medical facility.